Manufacturer narrative:
This device was not analyzed as the problem was already known. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient developed endocarditis and required open heart surgery. During the procedure, the patients entire subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted. No additional adverse events were reported.